Event description:
Alleged event: healthcare professional reported trough company representative "patient with a confirmed diagnosis of breast implant-associated anaplastic large cell lymphoma" (bia-alcl), "small node palpated and excised uneventfully ", "encapsulated fluid collection", "two focal regions of increased hypermetabolic activity at the right breast posterior depth, all within a fluid collection surrounding a saline implant. This is consistent with known lymphoma.", "diffuse hypermetabolism throughout the right breast saline implant and fluid collection capsule which could be indicative or additional lymphangitic spread of lymphoma versus local inflammation or a combination of both", "alcl alk negative", "lymphoma cells form discrete nodules with extensive necrosis that infiltrate deep into the capsule, but do not extend beyond the capsule", "abundant peri-implant serosanguineous fluid", "capsule is a tan white fibrotic and partially calcified" and "two indurated nodules", of a non-abbvie device. Surgical intervention: total capsulectomy. This record is for the right side. The device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4549. Device code: 2993. Ref report: mw5179101. Procode: ftr.